Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.2 cm abdominal aortic aneurysm. The aortic neck was 25-27 mm in diameter, calcified, and had mild angulation and thrombus. The vessels were tortuous, severely calcified and stenosed by the calcification. Although the left iliac artery was pre-dilatated with a balloon, the talent bifurcated device could not be advanced through the calcified vessels and it kinked. The decision was made to convert the device to an aorto-uni-iliac system by placement of a talent converter. No iliac injury was noted at this time. An angiogram was shot for determining the location of the hypogastric artery, it was noted that there was a perforation and severe bleeding of the left iliac artery (see MFR # 2953200-2010-01789 and MFR # 2953200-2010-01790). A talent limb was placed directly onto the bleeding site, followed by another talent limb which was placed between the converter and the limb and this piece was used to control the bleeding. However, the limb that was intended to control the bleeding was ineffective, therefore the decision was made to surgically convert the pt to open repair (see MFR # 2953200-2010-01792). No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Results: (arterial trauma/dissection/perforation). Results and conclusions: (calcified aortic neck, tortuous severely calcified and stenosed vessels).